Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: d8 and h4 a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of white foreign material was confirmed. Based on the results of the investigation, the type of foreign material could not be identified. There was a possibility that the foreign material could not be removed due to leakage from the scope cover which prevented proper reprocessing. The root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.